Event description:
The customer reported the system displayed a communication error. This would cause the system to lock up or shut down. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the fast stop switch. The system operates as intended.